Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive; the up arrow keypad button required excessive force and multiple button presses in order to elicit a response. All of the keypad buttons did not spring back or click back normally. There was evidence of contamination found under the key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'up' 'down' and 'ok' buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.